Manufacturer narrative:
No product is expected to be returned related to this case. It has been determined that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. This issue has been investigated and product design and process improvements were implemented to correct this issue. No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose monitor provided questionable bolus advice. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.